Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urinary hesitancy, intermittent flow, voiding dysfunction, overactive bladder, hematuria, dyspareunia, urinary tract infections, urge incontinence, chronic obstruction, mesh erosion, chronic urethral and bladder pain. A mesh removal, urethroplasty and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.